Event description:
Reason for original complaint ¿ patient was revised to address metallosis/adverse reaction to metal-on-metal, with pain. Update rec'd (2/11/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from clicking and popping. There is no new additional information that would affect the investigation. Update 5/20/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated ion levels, metallosis, and impingement between the cup and stem. Notes also indicated a sensation of clicking, there was no mention of popping. The cup and stem are being added to the complaint-no lot numbers provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges that after the operation, the patient began to experience soreness in the right hip and leg areas, injuries, suffering, emotional distress, complete or partial loss of mobility, and loss range of motion. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
UDI: (B)(4).